Event description:
It was reported that via a remote transmission, the pulse generator exhibited an auto mode switch episode. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.